Manufacturer narrative:
Depuy mitek to date has not yet received the complaint device for evalution. However, this type of failure mode has historically been attributed to user technique. One hypothesis is that during the initial anchor insertion, the anchor could have been inserted off-axis or inserted into too hard or dense bone. Any one of these improper techniques could have created a crack or weakened the anchor during initial insertion, leading to the failure of the device over time. Furthermore, no lot number was supplied by the complaint facility, which prevents a batch record review from being conducted and also precludes a lot specific search in the mitek complaints system for other similar complaints for this lot. Therefore, although not definitive, no other root-cause can be determined other than those cautioned against in the IFU. This report is being filed to document this event. When and if the complaint device is received here at depuy mitek, it will be subjected to a root cause analysis. If the analysis identifies any definitive root-cause outside of user technique, a follow-up report will be filed.

Event description:
The rep is reporting that eight months after a rotator cuff repair procedure with a spiralok anchor, the patient was experiencing severe pain. The surgeon decided to perform a revision surgery 2007. During the revision procedure, a broken spiralok anchor was recovered. The surgeon replaced the implant with a fastin rc anchor during revision without further incident or harm to the patient.